Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of intermenstrual bleeding ("abundant metrorrhagia") and syncope ("syncope after taking tranexamic shot") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of partial expulsion of iud (mirena removed, see linked episode (B)(4) on (B)(6) 2018, bartholin's cyst (removed on (B)(6) 2014) from on (B)(6) 2013 to on (B)(6) 2014, fibromyalgia, asthma, illness (under amchafibrin) and anxiodepressive syndrome. On (B)(6) 2012, 1145 days after essure insertion, she experienced intermenstrual bleeding (seriousness criteria hospitalisation and intervention required). On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced syncope (seriousness criterion medically important), heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pelvic pain ("pelvic pain"), microcytic anaemia ("chronic microcytic anemia"), abdominal pain ("chronic abdominal pain"), vulvitis ("irritative vulvitis"), abnormal uterine bleeding ("abnormal uterine bleeding"), fatigue ("very tired") and drug hypersensitivity ("allergic to diclofenac"). The patient was treated with mirena (levonorgestrel), tranexamic acid and amchafibrin (tranexamic acid) as well as surgery (autolysis tried, total hysterectomy with bilateral salpingectomy on (B)(6) 2018 by laparoscopy). At the time of the report, the intermenstrual bleeding, heavy menstrual bleeding, swelling, hypersensitivity, pelvic pain, microcytic anaemia, abdominal pain, vulvitis, fatigue and drug hypersensitivity had not resolved. The outcomes for syncope and abnormal uterine bleeding were unknown. The reporter considered abdominal pain, abnormal uterine bleeding, drug hypersensitivity, fatigue, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, microcytic anaemia, pelvic pain, swelling, syncope and vulvitis to be related to essure administration. The reporter commented: medical report of risk management service: the device insertion technique was carried out following the recommendations in this regard (hysteroscopy). To date, no causal relationship had been found between essure and the symptomatology alleged in the claim. The indication for the hysterectomy performed on (B)(6) 2018 was due to a frame of metrorrhagia that produced anemia and did not subside with pharmacological treatment and not due to the existence of the essure device. The anatomo-pathological study of the excised pieces revealed a secretory endometrium and the presence of two myomatous formations that corresponded to submucosal and intramural leiomyomas, origin of the metrorrhagia. All of the above supported the correctness of the care process carried out in this patient, taking into account the knowledge, scientific evidence and existing protocols at the time of the events. After a legal medical analysis of the case, the argumentation set forth in the claim was not justified. Hospital assessment (extract): the entire argumentation of the claim was meaningless. Everything had been done according to the usual clinical practice, reflected in the history and the subsequent frame that had presented was not related to essure. After the removal of the essure device, patient has found it difficult to recover from the after-effects and symptoms, to the extent that the disorders from which she suffers have worsened. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: contact sensitization by metals not detected [haematocrit] on (B)(6) 2017: 39 %, [haemoglobin] on (B)(6) 2017: 9.9 g/dl, [hysteroscopy] on (B)(6) 2009: essure placement, [pathology test] on (B)(6) 2018: secretory endometrium, submucosal and intramural leiomyomas, left and right tube with patent lumen without significant morphological alterations, [ultrasound abdomen] on (B)(6) 2019: pain due to essure? [Ultrasound scan vagina] on (B)(6) 2009: correct essure placement; on (B)(6) 2018: iud in situ. After insertion; on (B)(6) 2018: iud removed from cervix. [X-ray of pelvis and hip] on (B)(6) 2009: correct essure placement. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of intermenstrual bleeding ("abundant metrorrhagia") and syncope ("syncope after taking tranexamic shot") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of partial expulsion of iud (mirena removed, see linked episode (B)(4)) on (B)(6) 2018, bartholin's cyst (removed in (B)(6) 2014) from (B)(6) 2013 to (B)(6)2014, fibromyalgia, asthma, illness (under amchafibrin) and anxiodepressive syndrome. On (B)(6) 2012, 1145 days after essure insertion, she experienced intermenstrual bleeding (seriousness criteria hospitalisation and intervention required). On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced syncope (seriousness criterion medically important), heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pelvic pain ("pelvic pain"), microcytic anaemia ("chronic microcytic anemia"), abdominal pain ("chronic abdominal pain"), vulvitis ("irritative vulvitis"), abnormal uterine bleeding ("abnormal uterine bleeding"), fatigue ("very tired") and drug hypersensitivity ("allergic to diclofenac"). The patient was treated with mirena (levonorgestrel), tranexamic acid and amchafibrin (tranexamic acid) as well as surgery (autolysis tried, total hysterectomy with bilateral salpingectomy (B)(6) 2018 by laparoscopy). At the time of the report, the intermenstrual bleeding, heavy menstrual bleeding, swelling, hypersensitivity, pelvic pain, microcytic anaemia, abdominal pain, vulvitis, fatigue and drug hypersensitivity had not resolved. The outcomes for syncope and abnormal uterine bleeding were unknown. The reporter considered abdominal pain, abnormal uterine bleeding, drug hypersensitivity, fatigue, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, microcytic anaemia, pelvic pain, swelling, syncope and vulvitis to be related to essure administration. The reporter commented: medical report of risk management service: the device insertion technique was carried out following the recommendations in this regard (hysteroscopy). To date, no causal relationship had been found between essure and the symptomatology alleged in the claim. The indication for the hysterectomy performed on (B)(6) 2018 was due to a frame of metrorrhagia that produced anemia and did not subside with pharmacological treatment and not due to the existence of the essure device. The anatomo-pathological study of the excised pieces revealed a secretory endometrium and the presence of two myomatous formations that corresponded to submucosal and intramural leiomyomas, origin of the metrorrhagia. All of the above supported the correctness of the care process carried out in this patient, taking into account the knowledge, scientific evidence and existing protocols at the time of the events. After a legal medical analysis of the case, the argumentation set forth in the claim was not justified. Hospital assessment (extract): the entire argumentation of the claim was meaningless. Everything had been done according to the usual clinical practice, reflected in the history and the subsequent frame that had presented was not related to essure. After the removal of the essure device, patient has found it difficult to recover from the after-effects and symptoms, to the extent that the disorders from which she suffers have worsened. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: contact sensitization by metals not detected. [Haematocrit] on (B)(6) 2017: 39 %. [Haemoglobin] on (B)(6) 2017: 9.9 g/dl. [Hysteroscopy] on (B)(6) 2009: essure placement. [Pathology test] on (B)(6) 2018: secretory endometrium, submucosal and intramural leiomyomas, left and right tube with patent lumen without significant morphological alterations. [Ultrasound abdomen] on (B)(6) 2019: pain due to essure? [Ultrasound scan vagina] on (B)(6) 2009: correct essure placement; on (B)(6) 2018: iud in situ after insertion; on (B)(6) 2018: iud removed from cervix. [X-ray of pelvis and hip] on (B)(6) 2009: correct essure placement. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: this new case was created due to technical problems in the submission of the significant amendment of 19-oct-2023 of case (B)(4) in certain countries (cross-reporting). No new information was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.